Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the clinic showing non-sustained rv oversensing due to myopotentials. Programming changes were made. Device remains implanted.